Event description:
During post surgical ventilation, the respiratory therapist noted that the "calibrate o2 sensor" came on. The o2 sensor in this particular ventilator had just been replaced less than one week prior. The ventilator was switched out for another. The respiratory therapist manually ventilated the patient during the equipment exchange. There was no harm to the patient.